Event description:
It was reported that the patient underwent a knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
Cmp-0916295 d10 - concomitant devices - unknown articular surface catalog #: ni lot #: ni, unknown femoral component catalog #: ni, lot #: ni. G2 - report source - foreign: event occurred in japan. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices were discarded. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00257, 0001822565-2024-00258, 0001822565-2024-00259.